Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed. Same patient as (B)(4) (manufacturer report number 1416980-2014-15063).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) made a use error further described as reconnecting their pd transfer set to their plastic pd adapter. Approximately a month and a half prior to the receipt of this report, the pt experienced a disconnection with touch contamination in the night between their pd transfer set and plastic adapter which caused peritonitis. At the time of the disconnection, the pt reportedly disinfected the connection site and reconnected their transfer set and adapter. Three weeks after the disconnection event, the pt experienced fungal peritonitis manifested by severe abdominal pain, nausea, vomiting, occasional fever, diarrhea and dehydration. On the same day as onset, the pt was hospitalized for the peritonitis for sixteen days. On an unreported date within the same month as onset, the pt was treated for the peritonitis with unknown antibiotics and the pt was recovered from the peritonitis. Eight days after peritonitis onset, dianeal therapy was discontinued and the pt began hemodialysis. Additional information was requested but is not available. This is report 2 of 2 in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.